Event description:
Cusotmer tested with the freestyle meter at school receiving a reading of 135 mg/dl. They were experiencing symptoms of low blood glucose and the school nurse administered oj to the customer. They were taken to the hosp where their blood glucose reading was taken as 32 mg/dl with an unk meter. The customer was treated with an IV.